Event description:
It was reported that the tube was blocked when using on the patient. It was then changed to a new one. There was no impact on the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). ***no sample available DHR complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the tube was blocked when using on the patient. It was then changed to a new one. There was no impact on the patient.